Manufacturer narrative:
Patient information was requested.

Event description:
The customer reported the main and humidifier circuit breakers tripped. The customer reported there was patient involvement with no harm to the patient.